Manufacturer narrative:
Additional information was provided for this event and it was identified as part of the scope for a voluntary recall initiated due to the potential risks associated with modular neck stems ((B)(4)). Stem and neck are being reported via quarterly summary report as part of the requirement of remedial action exemption (B)(4), granted to stryker by FDA on (B)(4)2013. This device is not likely to contribute to the event , if further information is provided to warrant an investigation on this device, a supplemental report will be submitted.

Event description:
It was reported that cup and femoral head were removed and replaced with revision cup and mdm construct with ceramic head. On (B)(6) 2013, the sales rep. Stated the medical reason for the revision was due to pain and trunnionosis. No specific device was mentioned.

Event description:
It was reported that cup and femoral head were removed and replaced with revision cup and mdm construct with ceramic head. On (B)(4) 2013, the sales rep stated the medical reason for the revision was due to pain and trunnionosis. No specific device was mentioned.

Manufacturer narrative:
In addition to the cup, the event also reported a v40 cocr lfit head 36mm/+5, cat # 6260-9-236, lot unknown. It cannot be determined which, if any of either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.